Event description:
A report was received that a patient's device was interrogated in the operating room and indicated that the device had high lead impedance, and in surgery, the patient's lead was replaced and the generator was replaced prophylactically. The hospital at which the patient's devices were explanted and replaced is noted to be a no-return site and therefore products are not available for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event.